Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Sticky revive / hrs handles. Proximal body trial is sticking to the handle after being disengaged.

Manufacturer narrative:
Please refer to h6 (health impact, method, result, and conclusion) codes. The reported event could be confirmed, since., the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device shows there is no notable damage to the body of the instrument or to the spring or foot of the instrument outside of normal. The spring, foot, and lever handle are all appropriately attached and aligned according to manufacturing specifications. A functional inspection of the instrument shows that there is excessive tension and a snapping action of the spring engaging holding the handle and foot securely in place. There is also an inappropriate amount of tension when working against the spring when disengaging the handle. This is a known issue by stryker r&d and has been addressed by an nc which resulted in a future revision change to the design of the handle which is currently in progress. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Sticky revive / hrs handles. Proximal body trial is sticking to the handle after being disengaged.